Event description:
Customer reported intermittent low hemoglobin test results were obtained for patient samples when using the coulter lh 750 hematology analyzer. The calculated parameters for mch (mean cell hemoglobin) and mchc (mean cell hemoglobin concentration) were also reported to be affected. The customer reran samples on the other coulter lh 750 hematology analyzer to obtain and report correct results. There were no erroneous test results reported out of the laboratory associated with this event. There was no reports of death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the actuator on pinch valve pv4 came loose on the pinch valve mount. The fse replaced pinch valve mount on pv4 and verified proper draining of the hemoglobin cuvette. Performed hemoglobin blank adjustment and verified the instrument.